Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer was feeling sick and had high blood glucose levels prior to being hospitalized. Unable to troubleshoot as the insulin pump kept going blank, then re-booting every time a button was pressed.